Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. The device would not communicate when it was received due to the battery was too low. The device was found to draw excessive current. The cause of the high current was determined to be conductive shorts on the electronics module.